Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-02429 and 3005099803-2011-02430 address the other devices. It was reported to boston scientific corporation that an endostat iii electrosurgical unit, an endostat iii foot switch, and an active cord were used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, the user did not observe a tissue response when attempting to apply cautery to the target poylp. The polypectomy snare was replaced, which did not resolve the issue, nor did a second replacement. The active cord and foot switch were not replaced, and the procedure was completed with a different procedure set. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-02429 and 3005099803-2011-02430 address the other devices. It was reported to boston scientific corporation that an endostat iii electrosurgical unit, an endostat iii foot switch, and an active cord were used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, the user did not observe a tissue response when attempting to apply cautery to the target polyp. The polypectomy snare was replaced, which did not resolve the issue, nor did a second replacement. The active cord and foot switch were not replaced, and the procedure was completed with a different procedure set. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found some non-msi decals present on the cover as well as a mark where a decal once was; otherwise, the unit appeared to be in good physician condition. All knobs and switches functioned properly. All internal connections were checked and wires were manipulated while power was activated, but no problems could be found with the unit. The condition of the returned device was not consistent with the complaint that there was no monopolar power output; the complaint was not confirmed. The unit passed the endostat iii return evaluation procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.